Event description:
The user facility reported that their stryker handpiece stopped working during a patient procedure. A procedural delay of approximately 10-15 minutes was reported while the handpiece was replaced, after which the procedure was successfully completed. No report of injury.

Manufacturer narrative:
The device subject of this complaint was returned to steris, and upon evaluation the lab determined that the motor controller was not functional. Repair records indicate that the motor controller subject of this complaint was a new replacement component installed during the previous repair on 10/6/2025. A review of the repair record indicates the device passed outgoing qc inspection. After thorough evaluation of the returned device, the lab could not determine what caused the controller to fail. A review of past complaints was performed, and no similar incidents of this nature were reported. This event appears to be an isolated incident. The device was repaired, passed outgoing qc inspection, and was returned to the user facility on 11/11/2025. No additional issues have been reported. Steris is not the manufacturer of the device; therefore, UDI was not included in the MDR.